Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a signal loss occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the issue appears to be related to a dexcom g7 sensor communication failure rather than a pod malfunction. While the pod was in place and functioning, the sensor stopped communicating with the omnipod 5 system on day 7 of wear despite still displaying values on the dexcom app. This loss of connectivity led to missed sensor readings and contributed to severe hyperglycemia, with glucose levels reaching 598 mg/dl, ultimately requiring hospitalization. The patient associates the event with the sensor not reliably transmitting data to the pod, impacting automated insulin delivery. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.